Event description:
It was reported that a spectrum pump had false upstream occlusion alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported false upstream occlusion alarms could not be reproduced, but were confirmed through review of the event history log. Evaluation found that the upstream sensor inscribed pin dimension (distance from the upstream sensor to the upstream pusher) was too wide. The reported false upstream occlusion alarms have been attributed to this wide pin dimension. The upstream sensor was replaced to correct this condition.